Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found that the cable failed the leak test due to a cut on the cable. Additional evaluation findings are as follows: 1.) Temporary image loss due to shortage or corrosion of the electrical circuit, caused by water immersion; 2.) Faded label on rear cover noted. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the device, model ch-s400-xz-eb, 4k camera head, was not functioning and the cable was noted to have a "cut/exposure." The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause was not identified. Based on the available information, the investigation determined the likely cause of the reported problem that the camera head was not working was a damaged cable; the cause of the cable damage could not be determined.